Manufacturer narrative:
A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump which did not alarm an upstream occlusion during therapy of precedex. The patient was connected during this event, and it was noticed that the bag looked very full despite the pump alarming that it was almost empty. Upon further inspection, the medication was not dripping and there was an upstream occlusion but the pump was not alarming. The patient had not received their precedex drip for multiple hours before the pump malfunction was noticed. There was no known patient injury or medical intervention associated with this event. No additional information is available.